Event description:
It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: "our staff found at least 4 syringes in this lot number with an excessive amount of lubricant on the plunger tip inside the syringe barrel when the packages were opened. The syringes have been quarantined and staff are monitoring for additional examples."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Four 20 ml syringes are received for investigation. Through visual inspection, it can be observed that the syringe is lubricated with what appears to be silicone. Testing was performed on ten samples, results verified amount of silicone was with the required limits. A device history review was performed for reported lot 3066751, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 3066751 and found to be within specification. Based on the investigation results, no manufacturing related defects could be identified. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.